Event description:
At about 2 months from the primary, the patient came in reporting anterior pain and instability and the cause is unknown. The surgeon revised all components with revision components. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 aug 2024. Lot 2304419: (B)(4) items manufactured and released on 21-jun-2023. Expiration date: 2028-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.12.28t3i4l gmk-sphere tibial tray cemented t3i4l tinbn coated (k202684) lot 2300306: (B)(4) items manufactured and released on 27-jun-2023. Expiration date: 2028-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0411fl tibial insert fixed sphere flex #4/11 mm l e-cross (k202022) lot 2307914: (B)(4) items manufactured and released on 19-may-2023. Expiration date: 2028-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.